Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen. A field service engineer (fse) found that the power settings for sleep, hibernation, and screen shutoff were not set to "never". The fse adjusted all settings to "never" to prevent the screen from going dark. Then, the fse cleaned the all-in-one, biometric identifier, keyboard cover and tightened the barcode scanner cradle. The fse tested keyboard and barcode scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station was stuck on black screen. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.